Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown. The customer also stated that buttons was less responsive of the insulin pump and sometimes has to press twice. The customer also stated that they got irritation due to insulin pump. The customer also reported that insulin pump had unexplained no delivery alarms. The customer also stated that the insulin pump need to rewind more than once. The insulin pump will not be returned for analysis.